Event description:
The transformer clicked off during a case. The hospital tried different outlets but it continued to trip the breaker on the cart. When it was taken from the room, a burnt smell was coming from the device.